Event description:
The customer's doctor stated that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading was 1175 mg/dl. At the time of the initial call the hospital staff was uncertain if the basal rates were correct in the insulin pump. The doctor called back and confirmed that the basal rates were not the cause of the high blood glucose. Troubleshooting was performed and during the prime test it was determined that insulin was leaking at the connection between the reservoir and the tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.